Manufacturer narrative:
Siemens filed the initial MDR on 15-mar-2019. Corrected information (17-mar-2019): the initial MDR indicated that the initial toxoplasma m (toxo m) results were obtained on (B)(6) 2018. The initial toxo m result was obtained on the patient sample on 14-nov-2018. The sample was repeated twice on the same instrument on 16-nov-2018, resulting in two negative toxo m results. The false negative toxo m results were reported to the physician(s). Sections were updated to reflect the corrected information. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2432235-2019-00046_s2 was filed for the same issue.

Event description:
A false negative toxoplasma m (toxo m) result was obtained on a patient sample on an advia centaur xpt instrument. The false negative toxo m result was reported to the physician(s). The sample was also tested at an alternate laboratory, using an alternate methodology (western blot), and a positive toxo m result was obtained on the patient sample. The positive toxo m result was reported, as the correct result, to the physician(s). On (B)(6) 2018, the sample was repeated twice on the same instrument and the results recovered negative. There are no known reports of patient intervention or adverse health consequences due to the false negative toxo m results.

Manufacturer narrative:
The customer contacted a siemens customer care center and reported that false negative toxoplasma m (toxo m) results were obtained on a patient sample on an advia centaur xpt instrument. A siemens customer service engineer (cse) was dispatched the customer's site on 21-jan-2019 due to a failure in daily maintenance; the cse inspected the instrument and confirmed that the instrument was performing according to specifications. Siemens further investigated the issue and determined that pre-analytical sample variables potentially contributed to the false negative toxo m results. As per the toxoplasma m (toxo m) instructions for use, "the performance of the advia centaur toxo m assay has not been established with immunosuppressed specimens." The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2432235-2019-00046 and its associated supplemental MDR were filed for the false negative toxo m result that was obtained on (B)(6) 2018 for this patient.

Event description:
False negative toxoplasma m (toxo m) results were obtained on a patient sample on an advia centaur xpt instrument. It is unknown if the toxo m results were reported to the physician(s). The sample was repeated on the same instrument on (B)(6) 2018 and a false negative toxo m result was obtained on the sample. The sample was also tested at an alternate laboratory, using an alternate methodology (western blot), and a positive toxo m result was obtained on the patient sample. The positive toxo m result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the false negative toxo m results.